Event description:
The event is reported as: the pediatric stylet was being used to assist with an intubation involving a 2.5mm et tube. Upon removal of the stylet from the et tube, it was noticed that the entire coating from the end of the stylet was left inside the et tube. The et tube was removed and the pt was reintubated successfully. No pt injury reported.

Manufacturer narrative:
The device has been returned for investigation, but the investigation is not completed yet. A f/u investigation will be sent when completed.